Manufacturer narrative:
The actual device and photographs of the sample were provided for evaluation. Visual inspection of the provided pictures did not identify any specific defect or damage on the set. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A short-simulated therapy was successfully performed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex m100 set, an air leak was observed. It was reported the cause of the event was due to damaged tubing. No alarm was triggered. It was reported the set was replaced to continue treatment and the user was in ¿good condition¿. There was no patient injury or medical intervention associated with this event. No additional information is available.